Event description:
Overdose of heparin, pt being infused by IV pump. Heparin started 3-1-98 at 1900 hours, at a rate of 7.0 ml/hr. After midnight, it show on IV pump history where unit was started and the rate was changed from 7.0 ml/hr to 800 ml/hr. This was started at 00:47 hrs and the same thing happened at 01:27 hours, this was a double dose, totaling approx. 80,000 units. This is being reported as an operator error.